Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2008 and performed to specification, alongside random manual power ons, up to the (B)(6) 2011. The device failed multiple self-tests due to a low battery between (B)(6) 2011. An increase in voltage suggests a further pad-pak was installed with the device passing a self-test. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The multiple manual power ups may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.